Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device, part #propinf, is commercially available cleared 510k k131283. Device will not be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the psi guide did not work properly on the talus. Impossible to find the right position per-op. The surgeon switched back to manual guiding for the slope cut, the rest of the operation being the same with or without guiding.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation by the prophecy team, the following were noted: the CT scan was processed within normal, acceptable ranges. No errors were identified during the segmentation procedure. The alignment guides were designed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. It was not possible to identify what caused the prophecy talar guide inaccuracy mentioned in the complaint¿s email. A potential root cause may be a discrepancy in user expectations vs guide fit and feel during surgery or user error during surgery. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the psi guide did not work properly on the talus. Impossible to find the right position per-op. The surgeon switched back to manual guiding for the slope cut, the rest of the operation being the same with or without guiding.